Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation. Furthermore, without the product/lot # the material composition and long term implantation/bio compatibility cannot be determined. The patient status remains unknown. Should add¿l information become available the clinical/medical task may be re evaluated. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No relevant supporting clinical information has been provided to assist with a clinical investigation.¿ furthermore, without the product/lot # the material composition and long-term implantation/bio-compatibility cannot be determined¿ the patient status remains unknown. Should add¿l information become available the clinical/medical task may be re-evaluated.

Event description:
It was reported that the small tip of the k-wire broke off inside of the patient's humerus and was identified on x-ray at the end of the procedure. The surgeon made aware and the decision was made to leave it there instead of attempting to retrieve.